Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery status icon was red after performing a full charge over the weekend and only showed 50 minutes of battery operation. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) confirmed the reported complaint. Both batteries measured 12.9 volts direct current (vdc) upon receipt. Conductance measurements were 504 siemens (s) and 502s, both within specification. The batteries were charged for three hours and voltages were 13.3 vdc, with similar conductance readings as initially measured. A discharge test was initiated and failed, only supporting the load for twenty minutes instead of the required fifty minutes. The batteries were then recharged for over thirteen hours, followed by a second discharge test and failed by supporting the load for only twenty-eight minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.